Manufacturer narrative:
Insulin pump passed the functional test, including the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. Insulin pump was tested with a water fill test reservoir and no water squirting out during manual prime note. Insulin pump received without reservoir unable to verify vent blockage. All operating currents are within specification. Insulin pump received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of insulin squirting out of the insulin pump during the manual prime process. The customer's blood glucose reading was 238 mg/dl at the time of incident. Troubleshooting educated customer in proper priming techniques however, customer stopped the troubleshooting process. The customer was advised that the device would be replaced and to return the product for analysis.